Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory telepacks, the pt waveforms disappeared. There were no message on the screen, and no touch screen or mouse capabilities. Digital data was displayed, no pt injury was reported.

Manufacturer narrative:
Pt monitoring identified a software anomaly associated with this event. The customer's software will be upgraded with a new software version, which incorporates the correction for this anomaly.